Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of an image provided by the customer confirmed a broken luer fitting from a universal seal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cannula seal insufflation luer-lock connection broke off. This resulted in a sudden drop in insufflation pressure and loss of visualization. The surgical team spent time troubleshooting before identifying the broken luer-lock connection as the cause. The procedure was completed and no fragment fell into the patient.